Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates cond: (B)(6) 2019: post-procedure hemoglobin = 9.7 g/dl; (B)(6) 2019: hemoglobin = 7.4 g/dl; (B)(6) 2019: discharge echocardiogram = mr grade 3+; (B)(6) 2019: discharge hemoglobin = 9.1 g/dl. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This report is filed due to access site bleeding, requiring additional intervention. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for degenerative mitral regurgitation grade 4+. The patient presented with an anterior leaflet 2 (a2) prolapse, primary jet at the a2p2 and secondary jet a1p1, significant cleft/scallop. Two mitraclips were implanted, without a device issue, reducing to mr to grade 1-1+. Post-procedure, access site bleeding with low hemoglobin were noted. As treatment, a blood transfusion was performed, a new compression bandage was applied followed by a femstop. The event resolved. On (B)(6) 2019, the discharge echocardiogram showed mr grade 3+. Leaflet damage was deemed probable, although not confirmed. Clip detachment was excluded. Per physician, the patient feels much better than pre-procedure. The clip status will be re-evaluated during a planned tricuspid procedure in 4-6 weeks. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported anemia and hemorrhage were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.